Event description:
It was reported via repair work order that the nurse call system did not function due to head wall interface board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.